Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer changed infusion set and relocated pump to a different area on body to address the issue. Customers blood glucose was 192-193 mg/dl.